Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional of a clinical study reporting that the event was resolved without sequelae as of (B)(6)2018. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a company representative (rep) reporting that there was ins pocket discomfort. No actions were taken to resolve the event. The cause was not determined. The event outcome was ongoing as of (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient experienced itching and burning sensation in the ins pocket. This occurred three times last week and was intermittent. The patient also experienced uncomfortable stimulation in the pocket. No action was taken. The outcome was reported as ongoing. The etiology indicated the relationship of the event to the device or therapy was possibly related, but not related to the implant procedure. No further complications were reported or anticipated.